Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 19, 2024, with lot number 3008102. Based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional later reported "no capsular contracture on the right".

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28feb2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 22apr2024.

Event description:
Patient reported right side rupture. Device has been explanted.